Event description:
It was reported by the aci sales professional that a patient had undergone a coronary diagnostic procedure on an unknown date (exact timeframe not provided). No peri-procedural anticoagulants were administered. The attending physician stated that there was no difficulty during access. Post procedure, the physician, trained to the mynx device, proceeded to use the mynx for femoral artery closure. Successful hemostasis was achieved. It was reported that the patient experienced pain at the access site for a week. The patient went back to the physician for follow-up. Upon follow-up with the physician, the patient was noted to have developed a pseudoaneurysm (psa) at the groin. The patient was given thrombin injection which successfully treated the psa. There is no report of further patient clinical sequelae.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot # f0901206) did not exhibit any issue that suggests the device may have caused or contributed to the reported incident.